Event description:
The rptr indicated that the pt was taken to another hosp due to syncope, and pacing failure was observed on a holter ECG. On 7/9/97, the pacing threshold was increased (value not specified) and a lead fracture was suspected because the lead (ela med) had been implanted for more than ten yrs. On 7/23/97, the lead was replaced, but the pt still experienced syncope. After changing the output setting to 5.4v, 0.8ms from 4.0v, 0.8ms, no pacing failure was observed. However, the pacer was replaced prophylactically because the dr did not want the pt to experience syncope again. After the replacement, no anomalies were observed.